Manufacturer narrative:
Analysis of broken bur "xom unk micdebbur" found that visually, the inner shaft was bent until broken approximately 0.54 inches from the distal end of the inner hub. There was deformation in the distal outside diameter of the inner hub which would have resulted in the reported event. The outside diameter of the inner hub should be 0.330 ± 0.002 inches and measured 0.328 inches in the undamaged area and up to 0.344 inches in the deformed area which was out of specification. The inner hub bushing was rough and worn. The hub seal was in place but was worn. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint due to physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was part stuck in the handpiece. There was no patient impact. Service and repair found that the bur was broken.